Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 2.3, lab 3.2. In 2005 the following results were reported: inratio 3.2, lab 2.6. In 2005, the same patient was tested using two different strip lots: 050051: inratio 2.8, lab 2.8; 050578: inratio 3.5, lab 2.8.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 2.3; lab 3.2. On 11/01/05 the following results were reported: inratio 3.2; lab 2.6. On 11/09/2005, the same pt was tested using two different strip lots: 050051 inratio 2.8; lab 2.8. 050578 inratio 3.5; lab 2.8.

Manufacturer narrative:
Per tr 0150, the calculated mean of the inratio meter and comparative system inr are 2.75, 2.9 and 3.15 for the three sets of data with discrepant results. The confidence limits for the 2.75 mean are 1.6- 3.8. The reported inr values from the complaint were 2.3 and 3.2. Both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required at this time. The confidence limits for the 2.9 mean are 1.8-4.1. The reported inr values from the complaint were 2.3 and 3.2 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required at this time. The confidence limits for the 3.15 mean are 1.9 - 4.3. The reported inr values from the complaint were 2.3 and 3.2. Both balues are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required at this time.